Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Chest x-rays revealed externalized conductors on the right ventricular lead. No intervention was performed because lead was sensing and capturing appropriately. Patient was stable.

Event description:
New information noted that patient was experiencing intermittent diaphragmatic stimulation.